Event description:
It was reported that the programmer had display screen calibration issues, that when the stylus touch pen was placed on the screen the arrow icon would be approximately an inch and a half to the right of that point. An attempt at calibrating the programmer did not correct the issue. Though running the service disk and trying a new stylus were suggested by the call-taker, the programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the tip of the stylus touch pen and the arrow icon on the screen did not align correctly and therefore the overlay/bezel assembly was replaced and the stylus calibrated. Analysis also found that the tab on the power cord bay door was bent and the bay was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had display screen calibration issues, that when the stylus touch pen was placed on the screen the arrow icon would be approximately an inch and a half to the right of that point. An attempt at calibrating the programmer did not correct the issue. Though running the service disk and trying a new stylus were suggested by the call-taker, the programmer has been returned for service. There was no patient involvement.